Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room with diabetic ketoacidosis on (B)(6) 2025. The patient¿s blood glucose rose above 600 mg/dl while wearing the pod between 4 and 24 hours. Reported symptoms include malaise, nausea, chills and numbness in their legs. The patient was treated with intravenous fluids and ondansetron. The patient was released 5 hours later the same day.